Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips that the device did not defibrillate during the operations test before needing to be used on a patient. There was no reported adverse patient impact.